Event description:
Reportable based on device analysis completed on 04feb2022. It was reported that inflation issue occurred. The target lesion was located in the iliac vein. A 12.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon could not be deployed properly after pressure. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, device analysis revealed balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR.: mustang 12.0 x 80, 135cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm proximal of the proximal markerband. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no issues or damage to the tip of the device.